Manufacturer narrative:
Analysis revealed an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding the navigation system being used outside of a procedure. It was reported that the site was unable to download a mr for their case. They were able to pull the patient CT without issue, but when pulling the mr from the same pacs system they were receiving a red x and error 732 message. They pulled another CT without issue then re-tried the MRI with the same result. When they went back to the select patient page, the MRI was in the list for the patient. This was reported outside of a case.